Event description:
It was reported that the user experienced ilet alert 38 indicating consecutive stalled motor events with elevated blood glucose at 401 mg/dl and difficulty fitting the tubing into the connector when using a 9 mm tandem teflon infusion set with an adaptor intended for 6 mm sets. Customer care provided support that included guided device restart, complete supply change with correct attachment order, assessment of infusion set compatibility, and shipment of appropriate supplies. Investigation of this case revealed that using a noncompatible 9 mm teflon infusion set with the adaptor likely impeded insulin delivery and triggered the stalled motor alarm; switching to a compatible 6 mm teflon infusion set restored insulin delivery. No clinical symptoms associated with hyperglycemia at the time of call. Outcomes included user-performed troubleshooting and supply replacement without medical intervention or hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was unknown. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.